Event description:
On (B)(6) 2022, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that he has fallen "roughly 6-8 times this past year". The patient reports he was recently diagnosed with bells palsy and the new medication has been associated with a "70 pound weight loss". The patient reports that he has noticed a "discomfort" at his ins site post weight loss. In addition, it was reported that the patient has a new pain in between "the shoulder blades" that he was following up with his provider. On (B)(6) 2022, the physician brought the patient into the or where the ipg site had an open area on the scar. The ipg pocket was surgically opened and an unknown substance discovered. The physician irrigated the wound and will be bringing the patient back into the or in the near future to replace the ipg.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the doctor did not know what the cause of the ins site having an open area on the scar/incision and the unknown substance being discovered. Pt reported that the doctor has the ins.